Event description:
On (B)(6) 2005, the patient was implanted with an scs system. The patient has lost a lot of weight and the ipg has dropped in pocket, such that the patient is now sitting on it and in a lot of pain. The patient had battery replacement surgery on (B)(6) 2010. Her system was functional but had dropped down very low in her buttocks. The impedances on the lead were checked inter-operatively and were found to be in normal range. The ipg was still functional but was changed out due to age during the revision. The patient is doing well post-operatively and is happy with her stimulation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and there was a non-conformance found that was identified to a specific serial number. The affected device was scrapped. The ipg in this complaint was not affected by the non-conformance. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.